Event description:
It was reported that tandem mobi pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer did not have charging supplies available for troubleshooting, and technical support advised customer to call back when supplies were available.